Event description:
On (B)(6) 2012, the patient's mother contacted animas to report that the patient was in the hospital for non diabetes related reasons and she was contacted by the patient's nurse to inform her that the patient was taken off the pump because the pump was not working properly. The patient's mother did not have the pump at the time of the call and could not provide additional information regarding the alleged malfunction. The reporter informed customer support that she would have the patient call back with pump for review. The patient's father contacted customer support on (B)(6) 2012 and reported that the patient had high blood glucose (bg) for past three days. He informed customer support that patient's bg's had been between 200 and 300 mg/dl. At the time of the call, the patient's father stated the patient had been in the hospital since (B)(6) 2012 for inpatient rehab. He mentioned she had been on several new pain medications since the start of her rehab. At the time of troubleshooting, the patient confirmed all pump settings were programmed as desired. Review of prime history confirmed patient was changing out site every three days with appropriate amount of insulin as recommended. It was noted that total daily delivery (tdd) was adding up correctly and the patient confirmed all bolus history amounts were all given to completion. There were no associated alarms in pump history. The patient stated no issues with site or infusion set. At the time of the call, the patient's father informed customer support that he did not feel the pump was causing elevated bg, but the patient's doctors asked him to have pump replaced because they felt the pump was causing the elevated bg's. The patient's reported bg readings do not meet animas' criteria of a serious injury; however, this complaint is being reported because the patient's hcp felt animas device was not delivering accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.